Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this programmer was performed. When powering up, this programmer made a squealing sound. The internal circuitry of the strip chart recorder (scr) showed signs of overheating. Moreover, the strip chart recorder (scr) had cuts in roller from removing paper jam and the control panel was also badly cut up from removing paper jam. All affected components were replaced. The programmer passed all incoming tests. Laboratory analysis confirmed the reported observation.

Event description:
Boston scientific received information that this programmer had burning smell and emitted smoke. The programmer will be returned. There was no patient involvement reported.